Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that device passed speaker sound at start up test. The device was confirmed to be operating per specifications and no failure was identified. The speaker was replaced as a precaution, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the customer discovered an error message stating "speaker malfunction. The customer did not know if the speaker had sound or not. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the customer discovered an error message stating "speaker malfunction. The customer did not know if the speaker had sound or not. The device was in use on patient at time of event, there was no adverse event reported.